Event description:
Vent allegedly, shut down on a pt with audible alarms. No pt harm reported.

Manufacturer narrative:
This MDR 2031702-2007-00224 is being filed beyond the 30 day reporting timeline.